Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5: new information received noted that the lead was not explanted but had been capped and replaced on (B)(6) 2022.